Event description:
Physician reported: "anaplastic lymphoma. Clinical signs: extravasation". Extravasation will be coded as rupture, side not specified. Allergan nurse specialist confirmed event to be 'lymphoma' until the reported event of alcl is confirmed by cytology/immunochemistry markers.

Manufacturer narrative:
UDI#: na.